Event description:
On (B)(6) 2011, the patient's mother reported the patient began use of the infusion device on (B)(6) 2011 and had ongoing issues with elevated blood glucose since using the infusion sets. On (B)(6) 2011, the infusion site was changed. On (B)(6) 2011, her blood glucose ranged from 4.5-8.2 mmol/l (81-148 mg/dl). On (B)(6) 2011, the patient inserted a new infusion site and her blood glucose ranged from 5-13 mmol/l (90-234 mg/dl). On (B)(6) 2011, her blood glucose ranged from 5.4-17.7 mmol/l (97-319 mg/dl) and she was positive for ketones. On (B)(6) 2011, the mother stated the patient's blood glucose is still elevated and the patient met with a clinical advisor who stated scar tissue may be causing absorption issues. The infusion site was moved to the patient's back and this morning, her blood glucose measured 15.9 mmol/l (286 mg/dl). The patient was sent infusion sets with a longer cannula. On (B)(6) 2011, the patient's nurse educator reported she has been working with the patient to adjust her basal rates and her blood glucose is still elevated. On (B)(6) 2011, the patient's mother reported the patient was admitted to the hospital for a 24 hour observation with symptoms of lower abdominal pain, diarrhea, and high blood glucose. The mother stated she did not believe there was an issue with the infusion device. A company representative inspected the infusion device and reviewed basal rate programming and found no issues. There was a large amount of insulin that had been spilled in the cartridge compartment. The patient has discontinued use of the infusion device and is using injection therapy. The infusion device was replaced and requested to be returned for evaluation.